Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the act button was harder to press. Customer also reported that the insulin pump rejected new batteries, had unexplained no delivery alarm and it stopped insulin leading to high blood glucose level. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. However, device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the a21 error test, prime or a33 test, excessive no delivery test and occlusion test or verify no excessive no delivery or occlusion alarm due to motor error alarm. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected failed battery alarm anomalies noted. (B)(4).